Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 10/02/2014 with the following findings: the battery cap was not returned with the device, so a test cap was used for investigation. There were two motor errors observed in the black box history. During testing, a motor error was observed during each ¿rewind¿ attempt. There was evidence of moisture inside the pump when the case was removed. Further investigation revealed the interboard flex cable was damaged causing the motor errors. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.